Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a device manufacturer representative (rep) and healthcare provider (hcp) regarding a patient who was receiving fentanyl 6,000 mcg/ml at a dose of 1,199.8 mcg per day via an implantable pump for non-malignant pain, sciatic nerve injury and lumbar radiculopathy. It was reported a priming bolus duration was incorrectly entered on (B)(6) 2016. The rep was trying to assist with programming a modified bridge bolus, but when he would go into the 8840 physician programmer it appeared the bolus was still running. It was confirmed a back table prime was programmed. It was then discovered the prime had been programed for 19 hours rather than 19 minutes. The rep then stopped the bolus. It was calculated only 0.013 ml of the pump tubing had been primed. It was determined a modified bridge was not needed and that the break in therapy after the fentanyl was delivered in would be approximately 23.5 hours. After the break in therapy, therapy would then resume at the same rate to deliver the dilaudid 10 mg/ml at a dose of 2 mg per day. There were no patient symptoms at the time of the report as the patient was at the time getting drug. The rep planned on making the hcp aware of the event. The issue had been discovered at the time of the report. It was later reported on (B)(6) 2016 that the rep had informed the hcp that the bolus was cancelled, that the patient would have the old drug in the catheter for 23 hours and that then the patient would be without drug for 24 hours. The hcp reportedly was good with it.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.